Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, a 4f sheath was used. It should be noted that the perclose proglide instructions for use states: for access sites in the common femoral artery using 5f to 21f sheaths. It is unknown if the IFU deviation contributed to the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device, referenced is filed under a separate manufacturing report number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 4f sheath after a diagnostic abdominal aortogram with runoffs. Reportedly, a cuff miss occurred. Another proglide was attempted and the sheath bent as the operator was holding onto the back of the proglide device during insertion. An angioseal was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.